Event description:
It was reported that there was a revision of the right knee. Revised due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding loosening involving an mrh tibial baseplate component was reported. The event was confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The patient underwent revision surgery as a result of loosening. Insufficient medical records were provided, further information is needed. No further investigation is required at this time.

Event description:
It was reported that there was a revision of the right knee. Revised due to loosening.